Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') in an adult female patient who had essure (batch no. A64624-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included intervertebral disc disorder, hemorrhoids, itching, gravida, hypertension, blood pressure high, anxiety, flank pain, ectopic pregnancy and salpingectomy (for ectopic pregnancy). Concurrent conditions included leg pain, arthralgia, buttock pain, sciatica, low back pain, painful intercourse, vaginitis, chlamydia trachomatis infection, vaginal bleeding, leukocytosis, obesity, pelvic pain female, rash, heartburn, gastritis, gastroduodenitis, gerd, urinary urgency, vaginal odor, tooth pain, gingival pain, gingival swelling, muscle spasms, spondylarthritis, dental caries, vaginal discharge, trichomoniasis, muscle cramps, shoulder pain, unspecified noninflammatory disorder of vagina, perineal pain and cervicalgia. Concomitant products included aciclovir (acyclovir) since 2015, azithromycin (zithromax), fluocinolone acetonide (fluocinolone), gentamicin, hydrochlorothiazide, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, lisinopril since 2007, metformin since 2018, metronidazole, metronidazole (metrogel), metronidazole benzoate (flagyl), mometasone furoate (nasonex), naproxen sodium, phentermine hydrochloride (adipex) and sulfamethoxazole;trimethoprim (tricare). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea,"), migraine ("migraines"), headache ("headaches,") and urinary tract infection ("infection (bladder/ urinary tract/vag type: urinary tract infection"). In 2013, the patient experienced tooth disorder ("dental problems") and mood swings ("mood swings"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia/ painful sexual intercourse"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vag type: bacterial,"), abdominal pain ("pain") and intervertebral disc disorder ("bad disc in back"). At the time of the report, the salpingitis, pelvic pain, tooth disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, nausea, migraine, headache, bacterial vulvovaginitis, abdominal pain, mood swings, intervertebral disc disorder and urinary tract infection outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, intervertebral disc disorder, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, only one essure was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram: on (B)(6) 2018: impression: no acute process or CT findings identified to explain patient's symptoms of flank pain. Specifically, no evidence of radio dense nephrolithiasis or ureteral calculus. Urinary bladder circumferential wall thickening which may be related to under distention versus cystitis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: nausea, abdominal pain, pelvic pain and vaginal bleeding. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('salpingitis') in an adult female patient who had essure (batch no. A64624-left) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's medical history included intervertebral disc disorder, hemorrhoids, itching, delivery, hypertension, blood pressure high, anxiety, flank pain, ectopic pregnancy and salpingectomy (for ectopic pregnancy). Concurrent conditions included leg pain, arthralgia, buttock pain, sciatica, low back pain, painful intercourse, vaginitis, (B)(6), vaginal bleeding, leukocytosis, obesity, pelvic pain, rash, heartburn, gastritis, gastroduodenitis, gerd, urinary urgency, vaginal odor, tooth pain, gingival pain, gingival swelling, muscle spasms, spondylarthritis, dental caries, vaginal discharge, trichomoniasis, cramp, shoulder pain, unspecified noninflammatory disorder of vagina, perineal pain and cervicalgia. Concomitant products included aciclovir (acyclovir) since 2015, azithromycin (zithromax), fluocinolone acetonide (fluocinolone), gentamicin, hydrochlorothiazide, hydrocodone (hydrocodone acetaminophen), ibuprofen, lisinopril since 2007, metformin since 2018, metronidazole, metronidazole (metrogel), metronidazole benzoate (flagyl), mometasone furoate (nasonex), naproxen sodium, phentermine hydrochloride (adipex) and sulfamethoxazole; trimethoprim (tricare). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), nausea ("nausea,"), migraine ("migraines"), headache ("headaches,") and urinary tract infection ("infection (bladder/ urinary tract/vag type: urinary tract infection"). In 2013, the patient experienced tooth disorder ("dental problems") and mood swings ("mood swings"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea cramping),"), dyspareunia ("dyspareunia/ painful sexual intercourse"), bacterial vulvovaginitis ("infection (bladder/ urinary tract/vag type: bacterial,"), abdominal pain ("pain") and intervertebral disc disorder ("bad disc in back"). At the time of the report, the salpingitis, pelvic pain, tooth disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, nausea, migraine, headache, bacterial vulvovaginitis, abdominal pain, mood swings, intervertebral disc disorder and urinary tract infection outcome was unknown. The reporter provided no causality assessment for salpingitis with essure. The reporter considered abdominal pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, intervertebral disc disorder, menorrhagia, migraine, mood swings, nausea, pelvic pain, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2013, only one essure was implanted. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: impression: no acute process or CT findings identified to explain patient's symptoms of flank pain. Specifically, no evidence of radio dense nephrolithiasis or ureteral calculus. Urinary bladder circumferential wall thickening which may be related to under distention versus cystitis. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: nausea, abdominal pain, pelvic pain and vaginal bleeding. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis. Most recent follow-up information incorporated above includes: on 26-jun-2019: medical record received: case became incident. New event added from medical record- salpingitis. Lot number added. Reporter information and demographic details were added. Medical history, concomitant condition and concomitant drugs were added. Incident: we received a lot number sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.